Event description:
Approaching midnight, IV furosemide was hung and programmed to run at 20mg/h, which was 2ml/hr per provider's order. Rn primed tubing, inserted tubing in channel without issues and connected to patient. After starting drip, rn verified that the gtt was running accordingly by gently squeezing chamber, which showed one drop of medication through chamber. Around 45mins later, rn noticed that the whole lasix bag was empty and tubing was dry just before infusing through the channel. Per the report, there was a free flow alarm that was triggered for 85 seconds which is when the lasix most likely infused all at once. The patient was in kidney failure and did not have any urine output after lasix infused, also ruling out nephrotoxicity. Patient will be monitored for ototoxicity once extubated. Investigation of the pump and channel showed both are in perfect working order. Most likely user error of pump/channel compared to malfunction of pump or channel.